Event description:
This is a workstation dependent issue that occurs when workstations are configured differently for twin reports. The issue does not occur with single fetus, triplets or other multi-fetus reports, only for twins. If one user configures their workstation to show the twin report in columns and enters data for fetus b in the summary section, that summary will be missing from any report opened on a workstation configured for multi-fetus reports. Users who have mixed formats (some workstations on twin report format and some on multi-fetus report format) will be missing data when a report is opened. Specifically, the system will fail to display the summary data for fetus b. This was identified as a potential patient safety issue on (B)(6) 2021.